Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain at the right side with rib pain that would not go away. It was confirmed that there was no lead migration. The patient underwent a revision wherein the lead was repositioned. The patient was doing well.